Manufacturer narrative:
Investigation summary: three unused representative samples were received by our quality team for evaluation. Upon visual inspection of samples received, no defects were observed. The samples were then connected to vials using the m12 assembly fixture and all samples fit properly to the vial with no leakage found during handling, therefore the leakage could not verified. Functionality testing was also performed using a n35 and 20 ml plastipak syringe and each sample worked properly. A device history record review found no non-conformances associated with this issue during production of these batches. Protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Based upon the quality team's investigation, the root cause of this incident cannot be determined. No defects were found in the samples received (they fitted properly the vials and no leak was found). Based on the low severity and frequency of the defect and acceptable results for the 3 samples tested and manufacturing process, it was determined that no CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1707117, expiration date: 2022-06-30, manufacture date: 2017-07-19. Medical device lot #: 1710101, expiration date: 2022-09-30, manufacture date: 2017-10-09. Medical device lot #: 1802120, expiration date: 2022-06-30, manufacture date: 2017-07-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd phaseal¿ protector p50, ¿severe leakage¿ was experienced. The user was possibly exposed to cytostatic medication. A urine sample was taken as a post exposure precaution.